Manufacturer narrative:
Corrected data: upon review of the complaint information this device was not removed or revised. This device is used for treatment not diagnosis.

Event description:
This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00461, 1038671-2017-00462, 1038671-2017-00464, 1038671-2017-00465 and 1038671-2017-00466.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to ceramic liner fracture.